Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion alert occurred shortly after an infusion set change using a teflon inset 23-inch set, and the user was guided through a complete infusion site and supply change, after which insulin delivery resumed normally and blood glucose remained stable at 179 mg/dl. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond the interruption to insulin delivery. Investigation included guided troubleshooting and user education on infusion set replacement and reconnection. Investigation of this case revealed an infusion set occlusion that resolved after the supply and site were changed, with no abnormalities observed at the insertion site and no further device issues identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion related to the infusion set and not a device malfunction.